Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 03:22 pm CT.the report number is being corrected from: 2183959-2018-61823to: 2183959-2018-60455. This report is follow-up # 1.

Event description:
It was reported that on 26-sep-2018, in conversation with the physician, the patient had an aus device removed about a week prior to (B)(6) 2018 due to a scrotal infection. The original aus device was implanted on (B)(6) 2015. The patient is stable. Product is not available to be returned for evaluation.

Event description:
It was reported that this pacemaker was depleting earlier than expected. Device data was analyzed which confirmed the battery was depleting earlier than expected and device replacement was recommended. The device was subsequently explanted and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A high than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. This capacitor caused a high current drain condition which depleted the battery. Laboratory analysis concluded the compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:40 pm CT. The report number is being corrected from: 2124215-2018-62557 to: 2183959-2018-60455.

Event description:
It was reported that on (B)(6) 2018, in conversation with the physician, the patient had an aus device removed about a week prior to (B)(6) 2018 due to a scrotal infection. The original aus device was implanted on (B)(6) 2015. The patient is stable. Product is not available to be returned for evaluation.